Manufacturer narrative:
Insulin pump passed displacement, rewind, basic occlusion, occlusion, and excessive no delivery test. No motor error alarm noted. Motor passed motor test. Insulin pump unable to prime during prime/compromised force sensor system test due to faulty force sensor resistor. Insulin pump had minor scratched display window and cracked reservoir tube lip.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed motor error during a bolus. The customer was able to complete the rewind sequence. The customer's blood glucose level was 141 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.